Event description:
It was reported that patient's implantable cardioverter defibrillator (ICD) exhibited myopotential oversensing. No intervention was performed. The patient status was unknown.

Event description:
New information received notes that programming changes were made. The patient was stable.